Event description:
It was reported to philips that the battery (19029-0102-p) was unable to charge or calibrate. The customer has tried two different cadex c7200 units. There was no patient involvement.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery (19029-0102-p) was unable to charge or calibrate. The customer has tried two different cadex c7200 units. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in four of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge, the battery relative state of charge was found to be 97 percent following successful calibration while other known working batteries would show 100 percent. Due to this abnormality, the component was determined to be faulty.